Manufacturer narrative:
Batch review performed on 21-oct-2024. Lot 1902380: (B)(4) items manufactured and released on 13-sep-2019. Expiration date: 2024-09-02. No anomalies found related to the problem. To date, 131 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 4 years and 9 months after primary, the patent came in reporting pain due to a joint luxation and the cause is unknown. The surgeon revised the head and the surgery was completed successfully.